Event description:
A patient reported that the battery of their pump did not charge properly, required manipulation of the usb port, and drained faster than expected. There was no adverse impact on the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, and no additional corrective actions were documented or taken due to the lack of further information and the customer's decision not to pursue the matter.